Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system cartridge chemistry (cc) sample syringe was leaking from the top by the valve. Customer reported that less than 10 cubic centimeter of de-ionized water was spilled due to the leaky syringe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cc sample t-valve.

Manufacturer narrative:
(B)(4).